Event description:
It was reported that during a colon resection procedure, the device fired but did not form staples on the right side. A reload was used to cut off area with first staple line. No pt consequence.